Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2024, and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 1.2 was failing and that the station had been powered off and on without resolution. A field service engineer ran the hardware test application, removed the back panel, powered off the station, reseated the row board cable, adjusted the retractor band cable, and restarted the station until the pocket was detected on the bus. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, main drawer 1.2 failed and continued to fail despite being powered off and on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.